Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was able to be passed through a 7 fr introducer. Accurate measurement helix dimension is not possible as the helix is bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right atrial (ra) lead and right ventricular (rv) lead were attempted but not used, and replaced. Both leads had placement difficulty and helix deployment issues. It was unknown if the placement difficulty was due to the patient's anatomy. No patient complications have been reported as a result of this event.